Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a implant procedure. During implant, the right atrial lead got tangled with the other leads and the physician decided to explant the lead and replace it. The physician did not allege a malfunction on the lead but was dissatisfied with its performance. The patient experienced no consequences.